Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received frequent motor error alarms. Actual blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and minor scratches on display window.